Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number and catalog number were not provided. A manufacturing review could not be performed as a customer account was not acquired to perform a search for lots on the shipped orders of cycler sets. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. In additional follow-up, a nurse familiar with the patient stated the patient is currently doing hemodialysis. The nurse had no additional information to provide on the unspecified infection. The nurse stated, to their knowledge, the patient has not had any adverse effects from the use of any fresenius devices or products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. In additional follow-up, a nurse familiar with the patient stated the patient is currently doing hemodialysis. The nurse had no additional information to provide on the unspecified infection. The nurse stated, to their knowledge, the patient has not had any adverse effects from the use of any fresenius devices or products.